Event description:
Clinic notes dated (B)(6) 2012 were received on (B)(6) 2012. Notes dated (B)(6) 2012 indicated "pt had flurry of seizures?" It was also noted that the vns was dead. Additional notes were illegible. Notes dated (B)(6) 2012 indicated that the patient was having very infrequent seizures and that the vns device was checked. Programming history showed the patient was interrogated on (B)(6) 2012 at "on" settings. A battery life calculation performed on (B)(6) 2012 indicated: 045 years remaining. On (B)(6) 2012, this vns patient underwent generator revision. An implant card indicated that the revision was due to neos.

Event description:
Attempts for product return have been unsuccessful as the device was reportedly discarded during surgery.attempts for additional information have been unsuccesful.

Manufacturer narrative:
Analysis of programming history.

Event description:
Attempts for additional information have been unsuccessful as the physician is not willing to provide.